Event description:
It was reported that the pumps usb port was loose. There was no reported adverse impact to customers blood glucose level. Additional information was not provided. Customer declined further troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.